Event description:
It was reported that this implantable cardioverter defibrillator was successfully explanted due to a product performance issue. Another device was implanted instead. No further adverse patient effects were reported.